Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, patient experienced pain, swelling and stiffness. No revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."